Manufacturer narrative:
A ge representative evaluated the system and determined the brake needed to be replaced. This system is a demo unit and it is anticipated the replacement of the brake will restore the system to operating as intended.

Event description:
Customer reported the c brake is broken. No patient injury was reported.